Manufacturer narrative:
Bilateral patient reported to have spent time outdoors without uv protective eyewear resulting in decreased visual acuity due to premature photopolymerization of both lenses. Right eye (implanted (B)(6) 2020) was explanted on (B)(6) 2020. Left eye (implanted (B)(6)2020) was explanted on (B)(6) 2020. Rxsight's first awareness date was (B)(6) 2020. Device history record for both lenses (serial numbers (B)(4) for the right eye and (B)(4) for the left eye) were reviewed. No issues were noted. For lens serial number (B)(4) (right eye), implanted: (B)(6) 2020, explanted: (B)(6) 2020, UDI: (B)(4), manufactured: 3/19/2019, expiration date: 2/28/2022. For lens serial number (B)(4) (left eye), implanted: (B)(6) 2020, explanted: (B)(6) 2020, UDI: (B)(4), manufactured: 5/17/2019, expiration date: 4/30/2022. The site visually confirmed the premature photopolymerization of the lenses through slit lamp examination. The site noted that the explanted lenses were too fragmented to be returned.

Event description:
Bilateral patient reported to have spent time outdoors without uv protective eyewear resulting in decreased visual acuity due to premature photopolymerization of both lenses. Right eye (implanted (B)(6) 2020) was explanted on (B)(6) 2020. Left eye (implanted (B)(6)2020) was explanted on (B)(6) 2020. Rxsight's first awareness date was (B)(6) 2020.